Event description:
It was reported that shaft break occurred. The target lesion was located in the tortuous left main coronary artery. A 3.0mm x 12mm quantum¿ maverick¿ balloon catheter was advanced to the lesion however the shaft of the device was fractured due to the tortuosity of the lesion. The device was simply removed from the patient and the procedure was completed using another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR returned product consisted of a quantum maverick balloon catheter in two pieces. Tactile inspection and visual inspection was performed. The balloon was tightly folded, with the product mandrel in its as-manufactured position. The hypotube shaft was broken 55cm from the strain relief. The fractured faces were oval as if kinked prior to separation. Inspection of the inner and outer shafts and corewire presented no damage or irregularities. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the tortuous left main coronary artery. A 3.0mm x 12mm quantum¿ maverick¿ balloon catheter was advanced to the lesion; however, the shaft of the device was fractured due to the tortuosity of the lesion. The device was simply removed from the patient and the procedure was completed using another of the same device. No patient complications were reported and the patient's status was stable.